Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The customer stated that the insulin pump had alarmed no delivery the day prior, and the blood glucose reading was 500 mg/dl; he changed the infusion set, then brought the blood glucose reading down to 360 mg/dl. The customer did not know the hospital contact information nor the doctor's name. He was treated and released with a blood glucose reading of 180 mg/dl, and the most recent reading was 79 mg/dl. The customer stated that he had reported the incident to his doctor. No further assistance was necessary. Nothing further reported.